Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient was scheduled for an ICD change and an increase in the capture threshold was noted. The threshold remained high when tested with psa. Upon explant, an insulation break on the svc portion of the lead was noted. The lead was capped.